Event description:
Healthcare professional explanted the device because of questionable regurgitation found on angiogram. Tee was done during explant procedure and showed normal regurgitation. Surgeon indicated the valve functioned properly upon explant.